Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred due to an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The customer was advised by technical support to perform several actions, including disconnecting and clearing the insulin tubing and cleaning the pump¿s pneumatic tap area. After addressing the occlusion caused by improper seating of the cartridge, the customer was able to successfully resume insulin therapy.